Event description:
Pt was on oxygen. Respiratory therapy was called to set up pt on continuous oximeter. Pt found by respiratory without oxygen related to improper oxygen setup. Spo2 55% on room air. Pt was cyanotic with labored respirations. Pt hooked up on o2 properly by respiratory therapy.